Manufacturer narrative:
(B)(4).

Event description:
This procedure was to extract 2 cardiac leads due to non-functioning. A 16fr spectranetics glidelight laser sheath was used to free up the leads. The sheath was able to move to the proximal distal coil which was looped down and attached at the floor of the ra. The patient experienced hemodynamic changes. A tee was performed and found a pericardial effusion. A sternotomy was performed and svc/ra tear and two tears in the innominate were repaired. The lead was dissected from the cardiac muscle and a new system was implanted. The patient survived the procedure. This report will be made against the glidelight as a potential contributory factor in the injury.